Event description:
The user facility reported that the involved angio-seal device did not deploy. The physician and staff took the patient to post-anesthesia care unit (pacu) together. The tech tossed the defective angio-seal sheath and dilator in sharps. The patient was not injured, and surgical intervention was not required. Patient was in stable condition. The event occurred intra-operative. The procedure outcome was evaluated. Additional information was received on 09 nov 2022: the procedure performed for the patient, prior to using the closure device was a uterine fibroid embolization (ufe). Patient was evaluated for visual signs of a hematoma, bleeding, etc. Procedure sheath that was used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The device was deployed as normal, but the device did not deploy the collagen into the vessel. Hemostasis was achieved by manual compression. Blood loss that was not greater than 250cc.

Manufacturer narrative:
Patient identifier: requested, not available. Age & date of birth: requested, not available. Patient sex: request, not available. Weight: requested, not available. Ethnicity: requested, not available. Race: requested, not available. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).